Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies. No traces of moisture were noted at the motor assemblies per our visual inspection. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 101 mg/dl. The customer stated that there is crack on the top right hand side of the screen. Customer was advised to insert new aaa alkaline battery and display did not return. Customer was advised to remove battery for 10 minutes and clean the battery cap contact. The customer was advised to insert a new alkaline battery and make sure is inserting battery correctly. The customer stated the display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.